Event description:
The hosp reported that during an endoscopic vein harvesting procedure, a piece of the proximal end of the dissection tip of the vasoview hemopro broke off. They could not find the piece. No replacement was used. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the investigation is completed. (B) (4).